Manufacturer narrative:
(B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The directions for use states: "the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus.¿ and the device was reported to be used in a iliac vein. (B)(4).

Event description:
It was reported that balloon rupture occurred. The greater than 60% stenosed target lesion was located in the iliac vein. A 16-4/5.8/75mm xxl esophageal balloon catheter was advanced for dilatation. However, during moderate to high pressure inflation, the balloon ruptured at the distal edge of stent. The balloon was removed and the procedure was completed with a different device. No patient complications were reported and the patient was discharged in a stable condition.